Manufacturer narrative:
Date rec¿d by MFR :24apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer swapped out the power management board and the display was visible. The fse advised the customer to replace the unit's power management board. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Problem statement: it was reported that the unit had a blank display. There was no patient involvement. Event date not specified, estimate used.